Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving multiple replace battery now alarms without any reported low battery alerts. Customer also reported issues with random vibrating alarms. Blood glucose levels at the time of incident were unknown. Troubleshooting occurred but issues not resolved. Product will be returned for analysis.